Event description:
It was reported that during a kit inspection that these devices were discovered to have ball bearings missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.